Event description:
It was reported that the device was dropped and cracked the front case. The reporter said that when the power on button was pressed, the service light illuminated and the display was blank. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed a cracked front case and that the device would not power up. Physio opened the case and observed that the user interface pcb/stack connector flex cable was damaged at the connector, designator p21. Physio replaced the flex cable and then observed proper device operation through functional and performance testing. Physio also repaired the other damage and then returned the device to the customer for use. Root cause for the device not powering on was determined to be the damaged connector on the flex cable.